Event description:
Reportable based on device analysis completed on 05-nov-2018. It was reported that the catheter was kinked. A 130 direxion hi-flo was selected for use. During preparation, while removing device from packaging, it was noted that the catheter was kinked right after it was removed from hoop. The catheter was never used in the patient. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a shaft fracture 77cm from the hub. Device evaluated by manufacturer: the device was returned for analysis. The shaft was visually examined. The device showed no kinks. The device showed damage in the form of a fracture located at 77cm from the hub. The device was not completely separated the inner liner was still attached. Per the customers complaint summary, the shaft was fractured during removal from the shipping carrier tube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.